Event description:
The customer found about 10 ml of blue fluid uncontained under the lh500 instrument, while trying to locate the power off switch of the analyzer, in an effort to unlock the instrument after shutting down the workstation. The customer was not wearing gloves at the time of this incident and some of the leak got on her hands but there was no biohazard exposure to open wounds or mucous membranes. The customer immediately washed the hands following contact with the fluid, and medical attention was not sought. The customer was advised to keep the instrument turned off until it could be serviced. No erroneous results were generated for this event.

Manufacturer narrative:
The fse found the pneumatic module with clenz pooled in its encasement; clenz breached the vacuum trap and was pushed out through the pump head exhaust, backing up into the diff waste chamber and the foam trap. The fse drained all chambers, cleaned up all the clenz in, around, and under the instrument; redressed the main waste line to the pipe in the wall. Performed drain and vent, primed all reagents, restoring the instrument to normal operation. A failure mode related to improper waste drain is likely to cause erroneous cbc/ diff and retic parameters due to sample carryover. A software lock up will alter the diluter process of the instrument, therefore creating communication issues. (B)(4).